Event description:
It was reported that a user experienced multiple low blood glucose events in the afternoon with measured values of 66, 57, 64, and 60 mg/dl while using the ilet system, along with frequent clustered alarm notifications that the user perceived as urgent low alarms despite glucose readings above 54 mg/dl. No additional symptoms or injury occurred. Outcomes included self-treatment using fast-acting carbohydrates per healthcare provider guidance without the need for external assistance or medical intervention, and no hospitalization. Investigation included review of device logs and user reports, education on meal announcements and pump behavior, and communication regarding a firmware update intended to address alarm stacking. Investigation of this case revealed alarm clustering due to multiple concurrent alerts, including urgent low soon alerts, and user behavior that included under-announcing meals and irregular grazing, which could lead the algorithm to adapt in a manner associated with recurrent lows. It was concluded that the device functioned as designed, user workflow contributed to the events, and a factory reset with adherence to recommended use and installation of the firmware update should mitigate recurrence.